Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced a device/needle issue with one infusion set. When the caller pulled back the spring, the infusion set only went halfway and there was not enough pressure to insert it. The customer's blood glucose (bg) at the time of the issue was noticed was 100 mg/dl. The caller replaced the infusion set and resumed insulin successfully. No further information available.